Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cadd pump experienced cassette attached message error and downstream occlusion seal was open. This event occurred during pre-test. This was no patient involvement and harm.